Event description:
The patient contacted animas on (B)(6) 2012, stating that the up arrow, down arrow and ok keypad buttons had been sticking for the past two to three months. The patient noted that the down arrow keypad button was experiencing the most sticking. The patient denied any damage to the keypad or evidence of moisture in the pump. The patient reportedly wore the pump attached to a belt and did not clean the pump. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact. The down arrow button was found to be intermittently responding to presses. The keypad was removed and contamination was observed under the down and contrast button contacts.